Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified, based on the results of the investigation the cause of the reported issue was likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion on the control body. There was no patient involvement.